Manufacturer narrative:
This lead will be returned to boston scientific. This investigation will be updated should further information be provided, or when analysis is complete.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this lead was thoroughly tested. Visual inspection noted both the internal and the external insulation were abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage was most likely caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that over the past few months, this right ventricular (rv) defibrillation lead exhibited elevated impedance measurements on the pacing and shock channels. There was also a decrease in the patient's intrinsic amplitude. The patient also received an inappropriate shock. Noise was seen on an egm. An x-ray showed that this lead had damage consistent with subclavian crush. This lead was explanted and visual inspection confirmed subclavian crush damage. A new rv defibrillation lead was successfully implanted. No additional adverse patient effects were reported.